Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reproduced issue could not be conclusively identified. However, the presumed cause was due to calcium stearate that is used as a lubricant agent, stabilizer and moisture proof adhesive composition. The event can be detected and prevented in accordance with the following IFU: the instruction manual operation manual ¿gif-h290z, chapter 3 preparation and inspection¿ describes the methods for detection. The instruction manual reprocessing manual ¿gif-h290z, chapter 5 reprocessing the endoscope (and related reprocessing accessories)¿ describes the methods for prevention. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the gastrointestinal videoscope exhibited a foreign object in the objective lens. There were no reports of patient involvement.